Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that during system check out, the flow transducer test failed. There was no patient connected to the anesthesia device. (B)(4).